Manufacturer narrative:
Evaluation results: the device was received with indentations and site stickers on the exterior housing. The led cover has been pushed down into the unit as it's loose or no longer attached on the upper enclosure. The battery compartment has signs of previous battery corrosion such as white powder residue on battery flat contacts. The device was found out to have a faulty cob1 (voice chip) causing the pre-recorded voice message for not working as intended or only a clicking sound can be heard when the device was set to voice only and voice & tone modes. Being that the unit is already more than seven years old since it was manufactured, the likely cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #: (B)(4).

Event description:
(B)(6) is reporting an alarm that will not function in voice and voice & tone settings. Regular tone will work fine. Troubleshooting completed, no gtin number provided. If replaced, please use po# (B)(4). The date the issue was discovered is unknown and no incident or serious injury was reported.